Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they got the implant in 2022. The device never really worked since they had it but about 4 months after they got the device, they started having pain in my legs. They were starting to have trouble walking around dry mopping the floor at work. They got another job where they could sit at work but got terminated from it in 2023 after 4 months working there. They had to get a job where they needed to do a lot of walking and the pain started again but worse. They had to shut off the implant but they still had pain where the battery was located. They couldn't get it removed because they lost their medical insurance. It never worked and had only caused them pain and will continue to cause them pain until it is removed. They were hoping the product would work but it was nothing but junk that is causing them pain. They were taking tylenol.

Event description:
Additional information was received from the patient. It was reported that by the device not working the patient clarified they were still getting up 2-3 times at night to go to the bathroom and always had to go during the day hours. The cause of the device not working was unknown. The device did not help their overactive bladder. The patient mentioned their doctor said they washed their hands of everything and the other place the patient went to was not helpful. The issue was not yet resolved. The patient is hopeful to get the device removed this year, but they are still waiting on insurance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.